Event description:
The manufacturer received information alleging black dust from the vent port on mask from machine. Device is noisy. Light headed. Headaches. Cough. Particles in tubing/chamber, particles in airway from device related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury.this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.